Event description:
During a coronary stenting procedure, thrombus was observed in three cypher stents shortly after they were implanted. Two were implanted in the left anterior descending artery and one in the first diagonal artery. The thrombus was successfully treated with aspiration for both vessels.

Manufacturer narrative:
The thrombotic event occurred an elective procedure to treat a 60mm length lesion by 3.0mm diameter vessel lesion located in the proximal to mid left anterior descending artery (lad). The (lad) vessel was de-novo, concentric and with a bifurcating lesion. Aha/acc classification of the vessel was a type c. The first diagonal branch was also a de-novo vessel, concentric and with bifurcating lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 10mm and the vessel diameter was 2.5mm. The distal circumflex artery was a de-novo vessel with a concentric lesion. Aha/acc classification of the vessel was a type c. The lesion length was 25mm and vessel diameter was 2.5mm. To treat the lad lesion, pre-dilatation was not conducted, and a 3.0 x 33mm cypher was implanted at 20atm for 20 seconds. Then, a second cypher, size 2.5 x 18mm, was implanted at 20atm for 20 seconds in the first diagonal artery. It was then crushed with first cypher's sds. Following that, a 3.0 x 33mm cypher was implanted at 20atm for 20 seconds in the lad proximally to the first implanted cypher, overlapping it. The second and third implanted cyphers were dilated by the kbt (kissing balloon technique) using a ryujin/terumo 2.5/18mm balloon and the third cypher's sds balloon. Ivus was then conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual percent of stenosis was 0. An act was measured 302 seconds. Right after implanting the three cypher stents, thrombus was observed in all the cyphers. The physician suspected it was heparin induced thrombosis (hit), so argatroban was injected instead of heparin. To treat the thrombus, aspiration was conducted. For treatment of the circumflex artery lesion, pre-dilation was conducted with a 2.5 x 15mm balloon. Inflation pressure and time were unk. A fourth cypher, size 2.5 x 28mm, was implanted at 15atm for 20 seconds at the target lesion. Post-dilation was conducted with a 2.5 x 28mm balloon at 20atm for 20 seconds. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual percent of stenosis was 0. After the procedure, a blood test was conducted and it showed that the pt did not develop hit. Physician's comment: the cause of the thrombotic event was because the stents were implanted by crush stenting. Add'l info will be submitted 30 days upon receipt. This is one of three reports submitted for the same event. Please reference MFR. Report#'s: 9616099-2006-00932, -00933,- 00934.